Manufacturer narrative:
A review of the controls of the data provided showed the control cts in line with internal released data. The curves showed no major shifts or suppression. Additionally the investigation performed did not identify any product problem related to the customer allegation. Further system assessment did not identified any malfunction. Based on the investigation performed and in the information and data provided there is no indication that the product or system is not performing as intended. It is likely the discrepancy alleged is due to site or sample specific factors. A potential scenario could be that one of the samples collected was contaminated or mixed up at one of the reference laboratory. As such reliable results depend on proper sample collection, storage and handling procedures. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results with the cobas® 6800 sars-cov-2 when compared with the cobas® liat® sars-cov-2 & influenza a/b assay and the cobas® 8800 according to the customer the patient was tested at the hospital using the cobas® 6800 s/n (B)(4) and the result was sars-cov-2 positive. The same sample was repeated at the hospital reference laboratory using the same system (reagent kit unknown) and the result was also sars-cov-2 positive. Patient went to another hospital where a new sample was collected and repeated twice on the cobas® 8800 s/n (B)(4). The results for both of the repeat testing were sars-cov-2 negative. A further repeat testing of the same sample was performed using the cobas® liat® sars-cov-2 & influenza a/b assay generated negative results for all 3 targets. Both the initial positive and negative results were reported to the patient. No harm is alleged. Investigation is ongoing.

Manufacturer narrative:
(B)(6). Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).